Event description:
The patient's lead and generator were received into analysis. Analysis has not been completed to date.

Event description:
Generator analysis was completed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment and the results showed no signs of variation in the pulse generator¿s output signal. The header was detached from the generator case, which is not typical in a surgical procedure and was very likely separated from the pulse generator case during or after the explant process based on the location of tool marks.

Event description:
Product analysis was completed and approved on the lead. During the visual analysis, exposed conductive coils were observed tangled with each other. The exposed conductive coils are likely the contributing factor to the low impedance allegation. Continuity checks of the returned lead portion were performed during the functional analysis, and a short circuit condition was identified. Coils were then untangled and separated for ring and pin coil resistance measurements and no discontinuities were identified. With the exception of the observed abraded openings, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were identified in the returned lead portion. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, a complete evaluation could not be performed on the entire lead product.

Event description:
The patient had a replacement surgery. It was reported that the low impedance was not resolved with the new generator and so the surgeon proceeded with a full revision. After the full revision, diagnostics were all within normal limits. The suspect product has not been received to date. No additional information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
The patient's father reported that the patient's magnet stopped aborting seizures effectively three weeks prior to the clinic visit in which the low impedance was found. It was also noted there were recent breakthrough seizures. The patient¿s mother reported that the patient fell from her bed during one of her seizures, but other than that, they deny any trauma to the chest wall. Per the physician's notes, an x-ray was performed and did not show any visible breakage in the lead. No additional information has been received to date.

Event description:
It was reported that a patient had interrogated with low impedance and was referred for a full revision. The lead was found to have passed all quality tests prior to distribution. No surgical intervention has been reported to date. No additional information has been received to date.